Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set's tubing disconnected at the luer lock when the tubing was pulled from both sides. The device was being used with a non-baxter catheter. According to the report, the nurse indicated that while the patient was being moved, blood was observed on the hospital linens. The nurse stated that the patient lost approximately 5-10cc's of blood. There was no negative patient impact. There was no patient injury or medical intervention associated with this event.